Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hemolysis & rch with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported with the use of the bd vacutainer® sst blood collection tubes the ¿customer found there are many tubes with the issue of hemolysis-3% and rch-10%. Some tube centrifuged failed. The warehouse temperature in hospital and distributor is ok.¿ there was no report of injury or further medical intervention.